Event description:
Per the clinic, the patient experienced skin overgrowth on the abutment. The patient was placed under a general anaesthetic on (B)(6) 2020, in order to remove overgrown tissue and change the abutment.